Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote interrogation showed far-field r-wave oversensing on stored electrograms on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.